Event description:
Information was received that while a smiths medical tracheostomy was in use, the cuff did not inflate symmetrically. The patient had decompensated, however a tracheostomy change out had resolved the incident.